Manufacturer narrative:
In initial report, the manufacturer date provided was inadvertently reported as 10/31/2007, however the correct date is 11/01/2007. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. The unit complied with all factory settings. Also, an application support manager discussed with the staff regarding flaps thinner than 120 and the increased risk of complications and environmental recommendations as it was found the temperature and humidity levels were not at the recommended specifications required. The surgery center¿s liebert cooling system was not working properly. According to the staff, a new liebert system will be installed. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and was presented irregular thin flaps on both eyes (ou) after the laser treatment. The patient experienced a torn flap on the right eye (od). A description from the surgery center indicated a thin irregular flap was discovered when the surgeon lifted the right eye (od) and when the flap was lifted, it tore the flap. Although, the left flap was created, the surgeon elected to not lift the flap. A bandage contact lens (bcl) was placed on ou and the patient will return at a later date for photorefractive keratectomy (prk). Bcva from (B)(6) 2019: right eye pre-op 20/20, -2.75 x -1.50 x 1; left eye pre-op 20/20, -2.50 x -1.25 x 9.